Event description:
On (B)(6) 2025, the user's caregiver reported elevated blood glucose (bg) with a fingerstick value of 401 mg/dl. They confirmed there were no leaks or alarms to indicate interrupted insulin delivery. The ilet alerted to the high bg, and the condition was corrected with an infusion set change. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.